Manufacturer narrative:
On (B)(6) 2024, the customer called medela llc, and a replacement pump was sent to the customer. In follow up with a complaint handler on 8/22/2024, the customer stated that she developed mastitis and was prescribed an antibiotic. The customer also stated that the mastitis is healed after using the antibiotic. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2024, the customer emailed medela llc that she noticed her pump in style breast pump strength was weaker than when she first stated to use it. Additionally, she alleged that she was dealing with mastitis.